Manufacturer narrative:
Complainant street address: (B)(6). Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported from a retailer/distributor to a company representative that dressing had dark particle (red spot) inside the dressing. The product was not used. Photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review lot 1b03776 was manufactured on 03/09/2021 in the bodolay line with a total of (B)(4). A batch record review was perfored to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 187957, sap material ID 1704769 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. As part of the root cause investigation, dressings with the alleged foreign matter spots were sent to an external lab to have the spots isolated from the dressing for composition testing and analysis. The result of the analysis concluded that the spots were a raw material ingredient used in the formulation of the hydrocolloid. Effects of mixing the hydrocolloid at allowable temperature variations was performed at our manufacturing facility in haina, dominican republic. The results showed that within our validated processing specifications, the number and size of spots present in the hydrocolloid could vary based on the validated range of temperature and time profiles of the mixing process. The investigation found one root cause and two contributing causes for the reported malfunction and they are as follows: 1. Root cause: the validated allowable range for the temperature and time profiles of the mixing process allowed for a raw material to become charred during the process at the higher settings. 2. Contributing cause: the frequency of the mixer cleaning was not adequate when the mixer was run at the upper end of the validated settings. 3. Contributing cause: the material specification for a powdered raw material used in the formulation allow for black spots. The black spots within the powder cannot be isolated and removed. The material is supplied with a certificate of analysis guaranteeing the product conforms to specification and is safe for use. As a result of the investigation, the mixing temperature and time profiles were tested under engineering studies to find the optimum set point and allowable range to prevent the charring of any of the raw materials. This optimum setting has been fully validated and the change is awaiting regulatory body approval to begin production. In addition, the cleaning frequency of the mixer has been increased to every two batch runs to ensure no potential charred material may begin to build up and eventually become present in our dressings. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.